Event description:
As reported: "x rays demonstrate failed acetabular prosthesis with acetabular fracture. No mechanism of injury was described by patient." Rep provided an x-ray, explant pictures, and revision usage. A shell, mdm metal liner, adm/ mdm poly insert, ceramic head, and 2 screws were revised. Rep confirmed that there are no allegations against the revised liner construct or femoral head. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture of the patients acetabulum involving a trident shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted shell. Blood and ingrowth is visible on the shell. The shell appears unremarkable. -clinician review: a review of the provided medical records by a clinical consultant indicated: as I described above this inquiry presents case of total hip arthroplasty failure secondary to acetabular protrusion into the pelvis with subsequent fracture of the acetabulum with possible pelvic discontinuity. Based on the information provided I cannot determine a root cause for this event. If the patient sustained significant blunt force trauma, a well fixed and well-placed acetabular implant could indeed fracture through the acetabular wall into the pelvis. If the acetabular component was placed in a protruded or medial position with a very thin wall then lighter trauma could have contributed to this. In my opinion this would not be the result of simple activities of daily living. In my opinion the product itself did not factor in to causing this event. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: as I described above this inquiry presents case of total hip arthroplasty failure secondary to acetabular protrusion into the pelvis with subsequent fracture of the acetabulum with possible pelvic discontinuity. Based on the information provided I cannot determine a root cause for this event. If the patient sustained significant blunt force trauma, a well fixed and well-placed acetabular implant could indeed fracture through the acetabular wall into the pelvis. If the acetabular component was placed in a protruded or medial position with a very thin wall then lighter trauma could have contributed to this. In my opinion this would not be the result of simple activities of daily living. In my opinion the product itself did not factor in to causing this event.

Event description:
As reported: "x rays demonstrate failed acetabular prosthesis with acetabular fracture. No mechanism of injury was described by patient." Rep provided an x-ray, explant pictures, and revision usage. A shell, mdm metal liner, adm/ mdm poly insert, ceramic head, and 2 screws were revised. Rep confirmed that there are no allegations against the revised liner construct or femoral head. No further information will be released by the hospital or surgeon.